Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: product development event evaluation conclusion: the investigation of the complained screwdriver shaft shows that the mechanism operates/ locks properly although a sphere is missing. The function of the sphere is to lock the screwdriver in his cut-in. The holding chuck is deformed. Therefore we assume, that a wrongly picked up screw has caused the deformation of the retainer jaws and caused the malfunction of the screwdriver. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the distributor found that the screw driver shaft w/holding sleeve cannot hold the screw. The distributor took apart the screwdriver then found that there are only two fingers inside but it should have three fingers inside. This complaint is not related to patient and surgery. This is 1 of 1 report for complaint (B)(4).